Event description:
A report was received that the patient's lead showed high impedances. The patient's lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30 cm).

Manufacturer narrative:
Additional information was received that no further information can be obtained for this issue. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead showed high impedances. The patient's lead will be replaced.